Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that two years ago, the patient had a hematoma on the right side, near the implant site, which was drained. Other three similar events followed. On the third and fourth events, the patient received medication. After the fourth hematoma, that occurred in (B)(6) 2015, a CT-scan was performed which indicated that only 2 electrodes were inside the cochlea. Re-implantation will be conducted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During device implantation, 4 electrode channels were reportedly oustide of cochlea. A further migration of the active electrode array was confirmed by the diagnostic imaging, leaving the patient with only 2 electrodes available for use. Therefore, the device was explanted. The patient had several incidents of hematomas, which could have contributed to the migration of the active electrode array. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that two years ago the patient had a hematoma on the right side, near the implant site, which was drained. Other three similar events followed. On the third and fourth events the patient received medication. After the fourth hematoma, that occurred in (B)(6) 2015, a CT-scan was performed which indicated that only 2 electrodes were inside the cochlea. The patient has been re-implanted.